Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, broken reservoir tube lip and stained end cap sticker.

Event description:
The customer's son reported via phone call that the insulin pump alarmed battery out limit, failed battery test and no delivery. The caller stated that the batteries were out of the insulin pump for greater than the duration allowed by the device; he was advised that this was indicative of normal device behavior. The customer's blood glucose was 121 mg/dl. The caller reported that the device had a blank display. Upon troubleshooting, the failed battery test did not recur. The customer's son stated that the customer had been vomiting and feeling sick due to high blood glucose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer stated that he did not have a back-up plan and would continue to use the device at his own risk. The customer was advised to replace the insulin pump due to the blank display and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.